Event description:
It was reported that the patient was seeing the elective replacement indicator (eri) message on the implantable neurostimulator recharger (insr) frequently. The eri message was seen (B)(6) 2014, and it was reviewed eri was anticipated to have occurred (B)(6) 2015. It was also reviewed that an eri message in (B)(6) 2014 implied that the end of service (eos) would occur six months later. The eri notification did not seem correct relative to the implant date. Eos should have occurred by the initial time of report, but it had not. It was later reported that the patient believed he was at eos; under normal circumstances, eos was anticipated to occur (B)(6) 2015. In addition, the physician will do replacement surgery. There was a sudden loss of therapy; the patient¿s ins shut off and the patient was unable to feel stimulation after increasing past 7 volts. Troubleshooting for the loss of therapy could not be done because a manufacturer representative was en route to the patient at the time of report. It was also believed, but not confirmed, that the right side of the lead is (not) quite working. It was previously reported that the left lead was not working, but it did not affect the patient¿s therapy. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 399930, lot# v006229, implanted: (B)(6) 2006, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 399930, lot# v006229, implanted: (B)(6) 2006, product type: lead. (B)(4).